Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing during basal delivery. Customer changed the tubing to resolve the issue and resumed insulin therapy. Customer's blood glucose was 168 mg/dl.